Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle and, as a result, the device would not be able to provide defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). It was recommended that the customer's device be evaluated by a physio-control service representative. The customer was unsure how they wished to proceed. After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.